Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Expiration date and unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that there was damaged to the implant's drive feature.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one (1) osseotite tapered certain implant 3.25 x 10mm (xifnt3210) was returned for investigation. Visual evaluation of the as returned product identified bone debris on the external threads. There was also damage seen on the external threads and collar area. Internal thread damage. No visible damage to cover screw. Functional testing to recreate the reported event verified that the returned cover screw wouldn¿t seat in the damaged implant. The screw encountered resistance while driving into the implant. It wasn¿t a flush/smooth connection. The same cover screw was able to seat into an in-house implant without any issues. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 36 (fdi) and was implanted and explanted on the same day. DHR review for the lot 2022050968 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022050968 for similar events. Review completed utilizing keywords: dental : functional : damaged drive feature. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.